Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to communicate with a belt. The root cause for the failure was the monitor's electrode belt receptacle was pulled from case, damaging the wires within the connector. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.